Event description:
The customer reported that the battery does not make good contact. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery does not make good contact. There was no report of patient involvement. A philips field service engineer went to the customer site and verified the failure. The battery pca was replaced to resolve the failure. We will consider that this failure impacted the powering up of the device when on battery power. We will consider this a malfunction of the battery pca. The device passed performance verification and remains at the customer site.